Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion with sepsis. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
This supplemental is being filed to capture that the lead was explanted.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection and erosion with sepsis. There is no known allegation at this time. All available information indicates that as of this time, the pacemaker with the right ventricular (rv) lead and right atrial (ra) lead remain in service. No additional adverse patient effects were reported.